Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found leak in instrument channel (plugged). Fluid inside the light guide (lg) lens were observed and worn glue noted. Using boroscope, inspection of the forceps passage found tears and scratches. Low angulation observed on the up direction. Play observed on both control knob (right/left) and (up/down) knob. Distal end plastic cover found with dents and scratches. Worn glue observed on the objective lens. Cracked observed on the a-rubber (insertion section) including the c-cover and insertion tube. Nicks and scratches observed on the control body and light guide tube observed with scratched. Dents on pins and scratches observed on the scope connector . Evaluation of the device found fluid inside the lg lens and leak was observed in the instrument channel. Likely , the black fluid the facility staff reported was the fluid observed coming out form the leak and lg lens. In addition, forceps passage test noted tears and scratches were observed , no foreign material was noted. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported black liquid was observed to be coming out of the scope , stated "almost like ink" but its not", exiting from tube that goes into the esophagus or stomach. The issue found at preparation for use. No harm was reported. No patient injury, no user injury reported due to the event.

Manufacturer narrative:
Correction to g2 to include "health professional" based on e2/e3 fields. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the black ink was likely the result of the following set of events: 1. During the leak test, no leak was detected from the forceps channel of the device. 2. During reprocessing, water flowed into the curved tube from the leak point of the forceps channel. 3. During inspection of the equipment, water containing molykote applied to the inside of the curved tube flowed out from the channel leak point into the scope center. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use (IFU, reprocessing manual) which states in section 1.4 precautions - "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.